Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the bravo study shows high ph readings. There was no harm to the patient or user due to the alleged device malfunction. The patient is currently in stable condition. A repeat procedure will be performed. No known adverse events were reported.